Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual/microscopic inspection: original sample was not returned for evaluation. Functional/performance evaluation: original sample was not returned for evaluation. Medical records review: medical records were not provided. Image/photo review: two electronic photos were received and reviewed. The first photo shows the user holding an encor probe tray with the bottom of the tray facing upwards. A severe crack is noted in the plastic at the sample chamber end of the tray. The photo shows the user pulling the cracked plastic apart with their thumb. The second photo shows an encor label, indicating catalog number ecp0110g and lot number vt15b0101. Based on the photo review, the investigation is confirmed for a breach of sterile barrier. Conclusion: the original sample was discarded by the user, however, based on the photo review, the investigation is confirmed for the reported breach of sterile barrier. The definitive root cause could not be determined based upon available information. Labeling review: the current encor disposable biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that a crack was observed on the edge of the clear plastic packaging tray near the sample collection basket. There was no report of patient involvement.